Manufacturer narrative:
The laboratory analysis has been completed. The white particle was microscopically examined and photographed using a camera-equipped optical stereo microscope. The white particle was removed and analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicated that the white particle consists primarily of carbon. Lesser concentrations of calcium, oxygen, sulfur, silicon, and potassium were also detected. This is consistent with organic material with mineral deposits. Sample size prohibited further characterization. The analysis indicates that the white particle consists of organic material with a lesser concentration of mineral deposits. The complaint is not confirmed. Review of the complaint database revealed no other complaints have been submitted against lot w2672. The lot history, trend analysis, risk analysis and/or directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. The investigation is complete.

Manufacturer narrative:
Product evaluation has been completed. One bl5112 pack label from lot w2672 was returned. Visual inspection found a small piece of a sterilization pouch with what looks like part of a rubber glove inside. A circle is drawn on the piece of "glove" in ink. Microscopic examination was performed and found a small white particle on the edge of the circle mark. The particle could not be seen with the unaided eye. The particle will be sent to the laboratory for analysis. Manufacturing and sterilization records were reviewed and found to be acceptable. Further investigation is under way.

Event description:
A user facility in (B)(6) reported that a white particle exited the tubing when the surgeon introduced the phaco tip into the eye, seemingly coming out of the tip. The particle was partially visible only with a microscope inside the eye (cornea, anterior chamber). The surgeon pulled the tip out and then the particulate was removed with bonn pliers during the initial surgery. There was no significant increase in the duration of the surgical procedure in this case nor a need for an additional intervention. Another pack was used to complete the surgery. The surgeon does not anticipate any damage to the eye structure. No clinical consequences were reported.